Event description:
It was reported that during testing of the device, the alarm sound is low even on the highest setting. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The front speaker was weak. The front piezo (speaker) was replaced, also replaced rear piezo as a preventative measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.